Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with a diffuse lamellar keratitis (dlk) stage 1+ peripheral on both eyes (ou) at 1 day post-operative exam. The surgery center noted there was no clumping and no central observed. The surgery center indicated the visual acuity and comfort are good. Oral steroids (medrol dosepak) were prescribed and topical steroid dosage was increased to resolve symptoms. In addition, the flap was lifted and rinsed. Best corrected visual acuity (bcva) from (B)(6) 2017: right eye pre-op 20/20 -3.00 x -.25 x 70, left eye pre-op 20/20 -2.75 x -.25 x 20. This report is for the femto laser. A separate report will be submitted for the excimer laser

Manufacturer narrative:
A review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The system and its components met all specifications prior to being released. The trend review shows that there is no significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. All pertinent information available to abbott medical optics has been submitted.